Event description:
It was reported to philips that the device experienced general system test failure. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips that the device experienced general system test failure. There was no patient involvement. The bench technician evaluated the confirmed the test failure. The device needs a internal memory board the bench review has found that the memory board has zero memory on it. The device needs a memory board. A quote has been sent to customer for a memory board.